Manufacturer narrative:
On (B)(6) 2025, the user reported receiving a high glucose alert from the system along with their concern about sensor inaccuracy but did not provide any further information. The user remained unresponsive to multiple contact attempts. The user's concern about sensor inaccuracy was addressed in a separate complaint (MFR# 3009862700-2026-00250) in which a sensor replacement was offered to the user. Investigation on the returned sensor had a portion of hydrogel missing from the long end of the sensor, which is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. In-house testing could not be performed since the returned sensor was not functional upon receipt, likely due to damage to its internal components that may have occurred during explant handling or transportation to senseonics and is unrelated to the reported complaint. A review of in-vivo sensor glucose data showed variable glucose data. It demonstrated optical instability in all four channels around the time frame of the reported complaint. The user reported on (B)(6) 2025 "a hard circle" around the site of insertion that is painful to touch, with the onset likely preceding the report. This likely impacted the physiological or environmental conditions around the hydrogel in-vivo, contributing to the optical instability observed and the consequent inaccuracies.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported experiencing a hyperglycemic event on 22-dec-2025 at 8:53 am; however, after dms review, the event could not be confirmed as the user indicated that the high alert was triggered due to inaccurate readings. It is unknown whether the user sought medical treatment or if their healthcare provider (hcp) is aware of the event. Per dms records, the user has not been using the system since (B)(6) 2025 due to inaccurate readings. A sensor replacement was approved in the related s04 case, but the user has remained unresponsive despite multiple contact attempts.